Event description:
It was reported that this right ventricular lead exhibited high out of range pacing impedance measurements. This has been a gradual rise over time. Due to this a lead safety switch was triggered. Further evaluation and reprograming of the device were discussed. The patient was scheduled for a lead revision in the future. This device remains in service. No further adverse patient effects were reported.

Event description:
It was reported that this right ventricular lead exhibited high out of range pacing impedance measurements. This has been a gradual rise over time. Due to this a lead safety switch was triggered. Further evaluation and reprograming of the device were discussed. The patient was scheduled for a lead revision in the future. This device remains in service. No further adverse patient effects were reported. Additional information was received detailing that the lead was surgically abandoned and replaced.

Manufacturer narrative:
Additional information was added to the following fields: b1: adverse event/product problem b2: outcome attributed to adverse event b5: describe event or problem field h1: type of reportable event h6: impact codes.